Manufacturer narrative:
At this time, the lead remains capped and implanted. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically capped and replaced due to high out of range pacing impedances greater than 2500 ohms. The physician noted that there was a potential insulation breach. A new lv lead was implanted. No additional adverse patient effects were reported.